Manufacturer narrative:
Insulin pump was received with frozen display then constant tone due to cold solder joint on mother board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to frozen display. With a test mother board, all the buttons functioned properly, and no moisture damage on keypad traces noted. Keypad connector was fully locked and no cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump was making a constant tone a couple of hours after changing the battery. Customer's blood glucose level was 99 mg/dl. The buttons on the insulin pump were unresponsive. The constant tone did not disappear after inserting a new battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.